Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the display would not appear. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.